Event description:
The event is report as: the staples jammed during use. No pt injury reported.

Manufacturer narrative:
Sample has been requested but not received in time for this report. Investigation results not available at the time of this report. A follow-up report will be sent when available.